Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 98% stenosed, moderately tortuous target lesion was located in the left superficial femoral artery. A non-bsc guide wire was inserted. The 4.0 x 20/135 (4f) sterling balloon catheter was selected and advanced to the target lesion. The balloon was inflated once to 6atm and on the second inflation, ruptured at 7atm. The balloon was removed intact and the procedure completed with a different device. No patient complications were reported and the patient's status is good

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 98% stenosed, moderately tortuous target lesion was located in the left superficial femoral artery. A non-bsc guide wire was inserted. The 4.0 x 20/135 (4f) sterling balloon catheter was selected and advanced to the target lesion. The balloon was inflated once to 6atm and on the second inflation, ruptured at 7atm. The balloon was removed intact and the procedure completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: when the returned device was examined, blood was found in the balloon and in the inflation lumen of the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 5 mm from the proximal edge of the distal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).